Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. The drug found in the pt's pump was baclofen.

Event description:
The manufacturer's representative reported the pt's pump was explanted and replaced after 60 months implant duration due to "routine battery depletion." No pt symptoms were reported. The pt recovered from surgery without sequela. The drug contained in the pt's pump was lioresal (unk concentration/dose).